Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experience difficulty charging due to weight gain. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was repositioned. Post-operatively, the patient was able to charge the ipg with ease and stimulation therapy was restored.

Manufacturer narrative:
A4: patient weight added to the report.